Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the innova device on (B)(6) 2017, as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa). The target lesion had a 5 mm reference vessel diameter both proximal and distal, 80 mm length, 90% stenosis, and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6x100 mm innova stent. Following post dilation, residual stenosis was 10%. The patient was discharged on clopidogrel. On (B)(6) 2020, proximal stent restenosis was observed. The 80% stenosis in the left mid sfa which was 20 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, followed by a stent placement. Post treatment, 0% residual stenosis was noted. The event was assessed as resolved as of (B)(6) 2020. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the innova device on (B)(6) 2017, as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa). The target lesion had a 5 mm reference vessel diameter both proximal and distal, 80 mm length, 90% stenosis, and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6x100 mm innova stent. Following post dilation, residual stenosis was 10%. The patient was discharged on clopidogrel. On (B)(6) 2020, proximal stent restenosis was observed. The 80% stenosis in the left mid sfa which was 20 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, followed by a stent placement. Post treatment, 0% residual stenosis was noted. The event was assessed as resolved as of (B)(6) 2020. The patient was discharged on (B)(6) 2020. It was further reported that on (B)(6) 2019 the patient presented for a two year follow-up visit. The patient complained of claudication pain in the left calf while walking for approximately 200 meters. Rutherford category assessment on the same day showed a score 2 (moderate claudication). Duplex ultrasound was performed which revealed triphasic iliac outflow. The femoral bifurcation was clear. The stent in the left sfa presented normally, but there was a high-grade stenosis with a peak systolic velocity (psv) of 3.5 m/s shortly before that in the proximal region. The posterior tibial artery was occluded. The patient was recommended for revascularization. It was further reported that baseline core lab angiography on (B)(6) 2018 revealed moderate calcification with absence of thrombus, ulceration, and aneurysm in the left mid sfa . It was further clarified that the onset date for proximal stent restenosis was (B)(6) 2019. This was previously reported as (B)(6) 2020. On arrival, the subject presented as a rutherford category 2 (moderate claudication), and the ankle brachial index (abi) was at 0.77. Stenosis was revealed in the proximal part of the study stent. The inguinal pulse was palpable on both the limbs. On (B)(6) 2020, additional core lab analysis in the mid to left distal sfa revealed unknown inflow and occluded outflow. In-stent restenosis pattern was at proximal edge with absence of thrombus and aneurysm. Revascularization was performed using 5mm x 60mm balloon. Post procedure angioplasty revealed residual stenosis, hence a 6mm x 40mm stent was placed proximal to study stent. Post procedure revealed 0% residual stenosis. Subject was recommended acetylsalicylic acid (asa) long-term therapy and clopidogrel 75mg/ day for 6 weeks.

Manufacturer narrative:
A1: patient identifier: (B)(6) e1: initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the innova device on (B)(6) 2017, as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa). The target lesion had a 5 mm reference vessel diameter both proximal and distal, 80 mm length, 90% stenosis, and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6x100 mm innova stent. Following post dilation, residual stenosis was 10%. The patient was discharged on clopidogrel. On (B)(6) 2020, proximal stent restenosis was observed. The 80% stenosis in the left mid sfa which was 20 mm long with a reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, followed by a stent placement. Post treatment, 0% residual stenosis was noted. The event was assessed as resolved as of (B)(6) 2020. The patient was discharged on (B)(6) 2020. It was further reported that on (B)(6) 2019 the patient presented for a two year follow-up visit. The patient complained of claudication pain in the left calf while walking for approximately 200 meters. Rutherford category assessment on the same day showed a score 2 (moderate claudication). Duplex ultrasound was performed which revealed triphasic iliac outflow. The femoral bifurcation was clear. The stent in the left sfa presented normally, but there was a high-grade stenosis with a peak systolic velocity (psv) of 3.5 m/s shortly before that in the proximal region. The posterior tibial artery was occluded. The patient was recommended for revascularization.